Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center had no light when connected to the ultrasound gastrovideoscope and the scope was not detected by the video system. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
An olympus representative visited the site in september and the scope was not recognized when connected via the video system center and universal ultrasound processor. It was not possible to switch on the light and no white balance could be performed. The wiring, configuration, adjustment and connections were checked. Also, the representative noted that there was no keyboard on site from the video system so the system settings and peripherals could not be checked. The representative visited the site again on october 18, 2023. During this visit, the representative reset the video system, cleared the internal memory and exam on was performed. Functional tests with both ultrasound gastrovideoscopes was ok. This event is under investigation. A supplemental report will be submitted upon receiving additional information.